Event description:
On (B)(6) 2016, ultrasound examination found an aneurysm diameter of 48 mm, which reportedly is the last known measurement. On october 29, 2019, it was reported that the patient was well and there had not been a reintervention with regard to the aneurysm increase and this was not planned either. No information was provided for the cause of the aneurysm increase. There are no additional follow-up findings available as from february 9, 2016 onwards, all further follow-up visits have been conducted and are currently ongoing at a different hospital. Reportedly, (B)(6) hospital also contacted the patient for additional examination findings but the patient does not wish to share this information.

Manufacturer narrative:
B5: added information. D4. Lot #: added data. D4. Catalog #: added data. D4. Expiration date: added date. D4. Unique identifier (di)#: added data. H4. Device manufacture date: added date. H6: code 213 - the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. H6: code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: aneurysm enlargement.

Event description:
The following information was reported to gore: on (B)(6) 2015, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. Pre-treatment, the maximum aneurysm diameter measured 43 mm. On (B)(6) 2016, follow-up computed tomography (CT) angiography imaging identified an aneurysm diameter of 46 mm. On (B)(6) 2016, ultrasound examination found an aneurysm diameter of 48 mm.